Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to have no functional issues. The usm was installed on an in-house system and was found to be working as expected. The usm was then installed on a test fixture and all relevant testing passed. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, right after the ports were placed the surgeon tested the instruments and found that the instrument on the universal surgical manipulator 1 (usm1) was not opening. The customer replaced the instrument and the drape, but the issue remained. They then opted to abandon the usm1 and complete the case with the remaining usms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: no harm or injury to the patient and no postoperative complication.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.